Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image displayed on the screen while swimming. Customer stated that it was first displaying error 23 to 68 then it went to a picture of an open book with a question mark. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.